Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted and replaced because the device stopped working due to fluid loss. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.